Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The cause of emergencry room visit was hyperglycemia. The customer blood glucose were stablized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.